Event description:
On (B)(6) 2019, reporters for the patient (the patient's pharmacist and son) contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio 2 meter displayed inaccurately high results compared to the patient's feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. One of the reporters stated that on (B)(6) 2019, the patient obtained an alleged inaccurately high blood glucose result on the subject meter of "158 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. It was not reported what medications, if any, the patient takes to manage her diabetes. The reporter stated that after obtaining the "high" result, the patient contacted her doctor and was advised she "had hyperglycemia and that she needed to watch her food and eat less sugar to get the result down". The reporter indicated that the patient followed this advice for 3 days. The reporter (son) indicated that when he visited his mother on (B)(6) 2019, he found her with "symptoms of weakness and partial memory loss" which he associated with hypoglycemia. No details of treatment for the symptoms was provided by the reporter. The reporter stated that on the evening of (B)(6) 2019, results of "370 and/or 400 mg/dl" were obtained on the subject meter and the result(s) was compared to results on a new meter purchased as back-up. The new meter's details were not provided, neither were the results, but the reporter alleged that the new meter's results were more consistent with the patient's "hypoglycemic state". During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. However, the reporter stated that the patient mixed old and new test strips from different vials, contrary to the instructions for use. Training was provided by the csr and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event (weakness and partial memory loss) after obtaining a high reading on the meter while using test strips which had been stored contrary to the instructions for use. After obtaining the "high" reading, the patient had reduced her food consumption/ate less sugar on doctor's advice.